Event description:
It was reported that when using the bd pyxis¿ anesthesia station es failed to power on, which located on csec a1. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device power module was failed. A field service engineer confirmed the station was unable to power on with no leds in the electronics compartment. Verified 120 v at the power cord. Disconnected pyxis bus cables and batteries from the communication sled with no change. Checked the 36 v line to the comp sled and found no output from the power supply. Replaced the power supply, restored power, and the station powered on. Verified drawers locked on application start, and the customer successfully signed in and unlocked all drawers. The system functioned as intended after the field service engineer repaired the device.